Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2025, this 34-year-old male patient underwent implantation of a gore® acuseal vascular graft (acuseal graft) in the left upper arm for dialysis. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. On (B)(6) 2025, the patient underwent successfully the first hemodialysis session with the acuseal graft. There were no adverse events during this session. On the same day a dialysis central venous catheter (cvc) was removed. On (B)(6) 2025, it was noted that the patient had fever, which required in-patient or prolonged hospitalization. The site assessed this event as unrelated to the registry device, procedure, cannulation or disease. On (B)(6) 2025, a sepsis of unknown origin was noted, where blood cultures were positive for staphylococcus. This event was indicated as a life-threatening illness or injury, which required in-patient or prolonged hospitalization. The sepsis was treated with antibiotics but is noted to be still ongoing and the outcome is stated as not recovered / resolved. The site assessed this event as unrelated to the registry device, procedure, cannulation or disease. On (B)(6) 2025, the event fever recovered / resolved with sequelae. On (B)(6) 2025, the patient had graft thrombosis and graft infection. On (B)(6) 2025, the patient was treated for the graft thrombosis during a repeat intervention with a central stenosis angioplasty. During this procedure, a fragment of the acuseal graft was sent to microbiology for examination. In the week from (B)(6) 2025, the fragment of the acuseal graft came back positive for the same bacteria. Due to the confirmation with microbiological analysis, the clinical study site decided to explant the acuseal graft. On (B)(6) 2025, the patient underwent a repeat intervention, where the acuseal graft was explanted due to the infection. Due to this explant, the patient was discontinued from the (B)(4) study. The site indicated that the graft infection may be the cause of the occurred events fever and sepsis.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 code a27: a27 was used to describe "graft removed from patient in part or entirely" h6 codes b14, c19: a review of the manufacturing records indicated the lot met all pre-release specifications. H3 other; h6 codes b01, c21, d16: the medical device returned for further investigations. Preliminary results are not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from the avg 22-09 viedoc study database: on (B)(6) 2025, this 34-year-old male patient underwent implantation of a gore® acuseal vascular graft (acuseal graft) in the left upper arm for dialysis. The patient received at least one dose of prophylactic antibiotics prior to surgery. No adverse events occurred during the procedure. On (B)(6) 2025, the patient underwent successfully the first hemodialysis session with the acuseal graft. There were no adverse events during this session. On the same day a dialysis central venous catheter (cvc) was removed. On (B)(6) 2025, it was noted that the patient had fever, which required in-patient or prolonged hospitalization. The site assessed this event as unrelated to the registry device, procedure, cannulation or disease. On (B)(6) 2025, a sepsis of unknown origin was noted, where blood cultures were positive for staphylococcus. This event was indicated as a life-threatening illness or injury, which required in-patient or prolonged hospitalization. The sepsis was treated with antibiotics. The site assessed this event as unrelated to the registry device, procedure, cannulation or disease. On (B)(6) 2025, the event fever recovered/resolved with sequelae. On (B)(6) 2025, the patient had graft thrombosis and graft infection. On the same day, it was noted that the sepsis of unknown origin was resolved. On (B)(6) 2025, the patient was treated for the graft thrombosis during a repeat intervention with a central stenosis angioplasty. During this procedure, a fragment of the acuseal graft was sent to microbiology for examination. In the week from (B)(6) or (B)(6) 2025, the fragment of the acuseal graft came back positive for the same bacteria. Due to the confirmation with microbiological analysis, the clinical study site decided to explant the acuseal graft. On (B)(6) 2025, the patient underwent a repeat intervention, where the acuseal graft was explanted due to the infection. Due to this explant, the patient was discontinued from the (B)(6) study. The site indicated that the graft infection may be the cause of the occurred events fever and sepsis.

Manufacturer narrative:
H3 other; h6 codes b01, c19, d15: one graft fragment was returned to gore for investigation. Submitted in an unknown fluid was one (1) gore acuseal ¿ vascular graft fragment which had been partially transected transversely and sutured with a white monofilament suture prior to arrival at gore. The lumen of the graft was patent. The abluminal surface was largely devoid of tissue with one plaque of lightly adherent gray/tan tissue. The graft fragment was cannulated with the cannulations being evenly dispersed along the whole length. Approximately 15 back-wall punctures were identified. The lumen of ext b was narrowed by a brown/tan coagulum which was circumferentially adhered. The two sections of the device were examined histologically and were similar apart from cannulation tracts which were present in section a but not in section b. The abluminal tissue was composed of mature vascularized collagen which overlaid section a and filled cannulation tracts. The eptfe interstices contain proteinaceous fluid with scattered erythrocytes and rare leukocytes. The lumen was patent and partially occupied by a coagulum of fibrinous and compacted protein. There was no evidence of endothelialization. The histologic appearance was normal for the implant period of the graft. The gram stain for bacteria was negative in both sections and there was no evidence of inflammation indicative of infection in the sections examined. The remaining vascular graft fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion, both device fragments were examined for material disruptions with the aid of a stereomicroscope. Cannulation marks were present and were evenly distributed along the length of the specimen. Approximately 25 back-wall punctures were present and evenly distributed along the length of the specimen. Disruptions identified were not associated with handling or manufacturing process at gore. The disruptions were consistent with manual manipulation via cannulation and surgical instrumentation (e.g., scalpel, scissors, and suture) which was likely used during dialysis and/or surgical procedures. Despite the gram stain for bacteria being negative in both sections examined, this does not preclude the clinical diagnosis of infection as antibiotic treatment and the limited device sampling for histology can impact the likelihood of detecting infection microscopically. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.